Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. The treatment given at the hospital was unknown. The patient was discharged from the hospital after seven days. The next day after discharge, the patient was treated with cefepime (1 gram, intraperitoneally, for nine days, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.